Event description:
Patient has been revised to address pain with ratcheting/grinding in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.